Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer¿s reported via phone call that they experienced hyperglycemia. The customer high blood glucose level was above 400 mg/dl at the time of incident and the current blood glucose level was 253 mg/dl. The customer was assisted with troubleshooting. The customer stated that they have changed their infusion set about three different times because their blood glucose had run high. The device will not be returned for analysis.